Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dead and display was blank. Customer¿s blood glucose was 119 mg/dl. Customer stated that he bought new batteries and he inserted a completely new battery into the insulin pump and the pump is still not turning on. Customer also stated that display did not return after restart. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with serial number label fading, end cap address label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.(B)(4).